Event description:
Error message appeared but after cleaning the message said to replace the instrument. When a new machine was brought to trouble shoot the issue, the new machine read "no instrument uses remaining". A new handpiece was opened and the procedure completed without further delay.